Event description:
On an unreported date, the patient made mistake/touch contamination which caused peritonitis. On the same day, the patient was hospitalized for peritonitis. One day later, the patient experienced sepsis. Treatment was not reported. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.